Event description:
It was reported that this patient had a previously implanted device removed following a prolonged period of venous clot formation over approximately two years, during which the patient experienced progressive symptoms including swelling of the arm and face, venous distension, fluid accumulation, and voice hoarseness; subsequent diagnostic evaluation, including cardiac catheterization, identified extensive venous occlusion that prevented catheter access to the heart, resulting in hospitalization with anticoagulation therapy and eventual extraction of the implanted device and associated intravascular leads. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This case will be worked for a potential old brady device. We do not have any evidence suggesting the device was a boston scientific device. But in order to inform the FDA about the event, we are filing this report.